Event description:
The customer reported having issues with prime/rewind. The blood glucose reading was 146mg/dl. Troubleshooting was performed. The caller stated that the customer was stuck on rewind completed/bolus delivery loop, and the device alarmed. The customer stated that the drive support cap was loose. The caller mentioned that the insulin pump was malfunctioning, and she was running low as 42mg/dl due to the correction made for her high blood glucose. Advised to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a protruded/loose drive support disk. Unable to perform the prime test due to the alarms. The device had missing end cap sticker.